Manufacturer narrative:
Additional information was requested and provided. Investigation summary: one inzii retrieval system, tissue bag assembly was returned for evaluation. Upon visual inspection, engineering visually confirmed that the breakage occurred above the intact seal. Significant stretching was noted near the breakage. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact root cause of the incident remains unknown. It is likely that the breakage was caused by excessive force. The instructions for use indicates, "...if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." During manufacturing, 100% of inzii tissue retrieval system bags and the bag seals are inspected for non-conformances. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is investigating additional process improvements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gallbladder removement - "bag was ruptured during removement og the gallbladder, resulting in gallbladder fluid on the intestine." Patient status - "ok, but had to have antibiotics".